Event description:
The hcp reported that the pt began experiencing redness, pain and drainage from the puncture site in 2004. It was determined tht the primary location of infection was the catheter. A culture was obtained and staph aureus was isolated. The pt was treated with IV and oral antibiotics and underwent catheter revision. The infection has resolved. The pt did not experience drug withdrawal.